Event description:
The customer reported that the system intermittently failed to power up. This issue will prevent the system from booting to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The multi-strand connectors on the power supply controller was evaluated and repaired. The system was found to be operating as intended.